Manufacturer narrative:
The test strips were requested for an investigation, however, there are no test strips remaining to return. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4). The patient used a different finger for each meter test. At 12:30 a.m., the patient's meter result was 4.7 inr. At 12:34 a.m., the patient's meter result was 3.6 inr. The patient's therapeutic range was 2- 3 inr. The patient's testing frequency is weekly.